Event description:
The ela sales representative was called to interrogate this device at the funeral home. The patient's son was present during the interrogation and wanted to know more about the device. Therefore, the files from the programmer were sent to the manufacturer for review. The device is in the possession of the funeral home at this time.the patient passed away on (B)(6), 2010 reportedly from dyspnea and heart failure.

Manufacturer narrative:
(B)(4).the files from the programmer are being reviewed. Device was not returned.

Event description:
The ela sales representative was called to interrogate this device at the funeral home. The patient's son was present during the interrogation and wanted to know more about the device. Therefore, the files from the programmer were sent to the manufacturer for review. The device is in the possession of the funeral home at this time.the patient passed away on (B)(6), 2010 reportedly from dyspnea and heart failure.

Manufacturer narrative:
(B)(6). The files from the programmer are being reviewed. (B)(6). Since the device was not returned, the files from the programmer were reviewed. The files showed that there were 2 episodes recorded in (B)(6) 2010 by the device, one episode corresponds to noise detection. The other episode was an atrial arrhythmia that was properly diagnosed; the fallback mode switch algorithm operated as specified and prevented the arrhythmia to be conducted to the ventricle. The device operated within specifications. (B)(4). Device was not returned.